Event description:
We received an allegation about discrepant results for 1 patient sample tested with triglycerides (tg) assay on a cobas 8000 cobas c502 module. Initial result: 575 mg/dl. Repeat result: 170 mg/dl.

Manufacturer narrative:
The tg reagent lot number was 640415. The expiration date was not provided. On (B)(6) 2024 the customer replaced the sample probe because it had not been replaced in about a year. Data was requested for the investigation but it was not provided. The investigation did not identify a specific product problem. The cause of the event could not be determined. The root cause was resolved with the replacement of the probe.